Event description:
The plaintiff's attorney alleged that the pt experienced congestive heart failure, sudden cardiac arrest and subsequently expired, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.